Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device was received and evaluated at the service center. The reported complaint that there was a spot on the lens which cannot be removed, was confirmed. The following defects were found with the device upon evaluation : outer tube damaged, needle outer tube bent. Outer tube damaged, distal tip distal tip damaged. Shaver damage to distal tip, distal tip has deposits. Image error on camera. Particulate visible on camera. The device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the damage to the outer tube and improper cleaning / maintenance would have caused the deposits on the distal tip. The shaver damage to the distal end is a result of contact with a cutting instrument during a surgical process. The damaged parts would have caused the device to display the cloudy image. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Manufacturer narrative:
UDI: (B)(4). A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances were identified. No additional information was provided.

Event description:
It was reported by the sales rep that during inspection, it was observed that the scope had a spot on the lens that could not be removed. No case was involved. No additional information was provided.